Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an out of range telemetry message and then an error code upon two attempts to interrogate it.